Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the mesh was implanted. The suture broke at each node in the middle of the procedure, not allowing the use. Another like suture was used to complete the procedure. There were no patient consequences reported.